Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the physician was placing the catheter using an arrow set. When the physician removed the arterial catheter set-up from the patient's wrist, the needle fell off the device, outside the patient. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). Corrected data: date of event corrected to (B)(6) 2017. The customer returned one used arterial catheterization device (minus the catheter) with the needle detached. A visual inspection was performed and no defects were observed. No pieces appear to be broken. The needle cannula was detached from the assembly. The outer diameter of the cannula and the inner diameter of the needle hub were measured and found to be within specification. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the needle become separated from the hub of the catheterization device was confirmed during sample investigation. Visual and dimensional inspections were performed and no issues were found. However, based upon the observed defect the probable cause of this issue is manufacturing - assembly related. A non-conformance request has been generated to further investigate this complaint issue.

Event description:
The customer alleges that the physician was placing the catheter using an arrow set. When the physician removed the arterial catheter set-up from the patient's wrist, the needle fell off the device, outside the patient. No patient injury or consequence reported.